Manufacturer narrative:
Additional information: b7, h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced postoperative thrombosis after a floseal hemostatic matix was used during pancreaticoduodenectomy. The floseal hemostatic matix was used for bleeding from the portal vein when it was dissected away from the pancreas during pancreaticoduodenectomy and the patient experienced postoperative thrombosis (portal vein trunk and left and right branches). The thrombosis was diagnosed by ultrasound testing during the surgery. During medical intervention, portal vein dissection for thrombus removal was performed and administered antithrombin iii, heparin, edoxaban tosilate hydrate after surgery. Approximatley a month later, a CT scan was performed, and it was noted that there was a trend of thrombosis shrinking but remained. Four days later, the patient was discharged from the hospital. The usual hospitalization term was three weeks after the surgery, but the patient was discharged from the hospital thirty nine days after the surgery. At the time of this report, the patient was recovered from this event. No additional information is available.